Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in a procedure. According to the complainant, during the procedure, after the balloon was deflated and pulled back into the scope the distal tip of the catheter came off. When trying to introduce the biopsy forceps through the scope channel, the distal tip fell inside the patient's stomach. Reportedly, the detached fragment was retrieved and nothing was left inside the patient; however, it was not known how the fragment was retrieved. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the device was seen to be intact and the distal tip was still attached to the balloon. Several kinks were noted on the catheter from the distal tip. The balloon was inflated and a pinhole was noted at the distal end. Based on the condition of the returned device, it is possible that some procedural factors encountered during use, limited the performance of the device during balloon deflation. This failure likely occurred due procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in a procedure. According to the complainant, during the procedure, after the balloon was deflated and pulled back into the scope the distal tip of the catheter came off. When trying to introduce the biopsy forceps through the scope channel, the distal tip fell inside the patient's stomach. Reportedly, the detached fragment was retrieved and nothing was left inside the patient; however, it was not known how the fragment was retrieved. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.